Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During the procedure, there was an issue with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, especially with the valve of the sheath. When the physician removed the catheter, there was blood coming out of the valve. In addition to that issue, the physician noticed air inside the valve. It was necessary to replace the sheath. It was not known if the procedure was completed successfully. No patient consequences. Additional information was received. No air introduced into the patient. No medical intervention required. The patient did not exhibit any neurological symptoms since the procedure was completed. The investigation was completed on 02-feb-2024. A video was received for evaluation following biosense webster's procedures. According to the video provided by the customer, it was observed the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium leaking saline fluid and blood was observed on the table. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The issue reported by the customer was confirmed based on the video received. This product issue will be addressed through bwi's quality system. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿blood coming out of the valve and air inside the valve¿. -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the video provided . If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-jan-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The product has not returned for analysis, however, a video was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and blood was coming out of the valve. During the procedure, there was an issue with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, especially with the valve of the sheath. When the physician removed the catheter, there was blood coming out of the valve. In addition to that issue, the physician noticed air inside the valve. It was necessary to replace the sheath. It was not known if the procedure was completed successfully. No patient consequences. Additional information was received. No air introduced into the patient. No medical intervention required. The patient did not exhibit any neurological symptoms since the procedure was completed. The needle used was the abbott brk needle. No visible damage to the valve. The hemostatic valve did not dislodge outside of the hub. The brim cap / hub did not become detached from the sheath.